Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The severely calcified lesion was located in the proximal left anterior descending artery. The apex balloon catheter "was taken up to rated pressure and burst". The number of inflations and to what atmospheres is unknown. The patient status is ok with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause is considered operational context due to the performance of the device was limited by interaction with other devices, interaction with patient anatomy or other procedural factors.